Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose and went to the emergency room on (B)(6) 2016 with blood glucose between 460 mg/dl and 582 mg/dl. Customer was in the emergency room due to dehydration. Customer was not treated in the emergency room due to blood glucose dropping to 140 mg/dl. During troubleshooting for high blood glucose, customer saw an air bubble in the reservoir and at quick release. Customer was assisted in clearing air bubbles. Customer reported that there were no leaks but declined to check for site issues and programming. Customer was not able to completed troubleshooting due to not having a tubing clamp available. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to complete troubleshooting.